Event description:
A caller reported on behalf of her child who received a "scan timeout" message from the adc freestyle libre sensor. As a result, the customer was unable to monitor their glucose levels and experienced nausea and dizziness. The customer was unable to self-treat and was provided with juice and a cookie by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. The returned sensor was paired with a known good reader and the reader successfully communicated with the sensor. A scan timeout error message was not observed. This issue is not confirmed. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of her child who received a "scan timeout" message from the adc freestyle libre sensor. As a result, the customer was unable to monitor their glucose levels and experienced nausea and dizziness. The customer was unable to self-treat and was provided with juice and a cookie by a third-party. There was no report of death or permanent injury associated with this event.